Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery ophthalmic artery bifurcation with a max diameter of 6.3 mm and a 3.9 mm neck diameter. The landing zone was 6 mm distally and 6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level is unknown. Post operative findings related to blood flow imaging showed no issues. It was reported that advance preparation was performed as per the package insert; after partially deploying from the middle cerebral artery, although it was brought to the internal carotid artery top; the tip part of the pipeline will inevitably be in a state of deployment failure, so it could not be resolved. Resheath was repeated twice, but the deployment failure of the tip did not improve, so it was replaced with a new product. Positioning in the internal carotid artery was stopped, deployed from the middle cerebral artery so as to cover the aneurysm, and the procedure was successfully completed. It was reported the deployment failure occurred in the distal stent region. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed two times or less. There was no operation performed, such as using another device to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. No health damage present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was not determined but it is presumed that the stent diameter is rather big for the distal vessel diameter.